Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device reveals the post fractured off. The broken post was returned. The visual also reveals scratches, burrs and discoloration on the insert. The device shows signs of wear. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details, approximately 13.5 years post implantation, the post on the poly was found to be broken during a revision surgery. Precipitating events and/or signs and symptoms the patient experienced prior to the revision were not provided and the current patient status is unknown. Without patient specific medical documentation, definitive clinical factors which could have contributed to the reported event could not be concluded. Patient impact beyond the reported intraoperative finding of a broken insert post and insert revision cannot be determined. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. According with inspection procedure , the inspection includes the verification of part configuration per print. Also, material specification shall control the quality and manufacture of ultra-high-molecular-weight polyethylene. A review of instructions for use for knee systems revealed that fracture of the implant can occur as a result of trauma, strenuous activity, improper alignment, or duration of service. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2009, the patient experienced a post breakage of a gii ps insert sz 5-6 11mm. This adverse event was solved by revision surgery on (B)(6) 2023. Current health status of patient is unknown.

Manufacturer narrative:
Complaint reference number: (B)(4).